Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. While on support, the patient developed oozing from the insertion site, and one unit of red blood cells was given. The oozing stopped the next day. Prior to getting the patient, the pressor needs to be increased and white blood cell level was elevated. There were also concern for sepsis. The patient was started on antibiotics. The impella 5.5 continues to support the patient.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock & cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿